Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report that he had been reusing reservoirs and that insulin leaked from the reservoir. The customer stated that he may have pushed the o-ring and moved it. He also stated that there was an air bubble in the reservoir. The customer's blood glucose level was 243 mg/dl. Nothing was replaced or returned.